Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device. The patient reports having irritation at the pod infusion site. The patient reports sending pictures of the pod infusion site to their endocrinologist. The patients endocrinologist prescribed sulfamethoxazole-trimethoprim (800 mg) to be taken 2 times daily for 10 days. The patient was able to apply a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.